Event description:
It was reported that tka knee put in by surgeon . Patient is allergic to cement and found out after the initial implant. Removed all implants.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown simplex with tobra. Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.